Event description:
Customer called to report low suction, mom developed an infection and rec'd antibiotics.

Manufacturer narrative:
Customer was going to try and get another pump for her rental station. F/u attempts with the customer are still ongoing. Original contact with customer contained reference to an infection further mentioned that she sought appropriate medical attention and rec'd an antibiotic. Source, extent and treatment prescribed were no detailed in her message. Attempts to contact the customer are ongoing to find out what type of infection she has. Her symptoms are similar to that of mastitis and we trying to confirm. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should add'l info be rec'd resulting in new, changed, or correct info, a f/u report will be filed at that time. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Current issues of low suction with the symphony pump are being investigated under (B)(4).